Manufacturer narrative:
(B)(4). Damaged pinion axle support. The following information was requested, but unavailable: on what tissue type was the device used? Unk. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Unk. Is there any other additional information you would like to share about this device or procedure? No further information is available. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. The analysis results found that the device was returned in good visual condition and with no reload present. Upon further inspection, it was noted that the firing mechanism was damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the devices were used during a laparoscopic cystectomy. The staple lines did not appear to be complete. Another device was used to complete the case. There was no adverse consequence to the patient.